Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block alarm and battery failed alarm. Customer stated that there was crack on the battery side. Customer stated that the insulin exited during priming. Customer stated that the contacts were not missing, damaged and corroded. The battery compartment and spring were not damaged and corroded. Customer inserted new battery and did not receive battery failed alarm. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The test p-cap locks properly in place in the reservoir compartment noted. No unexpected insulin flow blocked alarms noted during testing. Thus was utilized and downloaded trace/history files properly. In further full review in the pump history, these battery related alarms were found: failed battery test alarm on (B)(6) 2022 at 12:19:36, 12:29:00, 12:37:19, insert battery alarm on (B)(6) 2022 at 12:18:33, 12:36:58, and 12:37:32. Confirmed no delivery alarm during a basal on (B)(6) 2022 at 09:36:00, 09:37:00, 09:38:01, 09:39:00, 09:40:59, 10:42:00, 10:44:00, 10:54:00, 12:51:38, 12:51:48, and 12:53:10 and during a bolus on (B)(6) 2022 12:53:10 and 13:03:10 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. No unexpected failed battery test nor insert battery alarms during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with pillowing keypad overlay, cracked case on corner of belt clip rails, and cracked keypad overlay identified during the visual inspection. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails was noted. Customer alleged for failed battery test alarm was confirmed. Customer alleged for no delivery/occlusion during bolus and basal was found in the pump history, however was not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.